Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and p-cap locks properly into the reservoir compartment. No delivery alarms were not noted during testing. Successfully downloaded history files and traces using thus software. The adapt tool was utilized to search for alarms that may have occurred in the past to confirm complain code, that might of trigger the reason complain. Several no delivery alarms were found in the history files on event date of (B)(6) 2023 during bolus. Pump error 63 (file number = 37, line number = 367 and variable = 3) was triggered twice on (B)(6) 2024 at 22:21:48 and 22:24:11. Per software engineer log it was determined the pump error 63 was due to ambient light test failure - suspecting the hw. Main processor communication alarm (fault 4) was confirmed on (B)(6) 2024 at 22:24:09. Per software engineer log it was determined fault 4 was the consequence of the error 63. Isolate to electronic assemblies. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Force sensor zero offset within spec 22.8 mv. Unit may have had an intermittent failure not detected during our testing. The following were noted during visual inspection: missing display window/cover, pillowing keypad overlay, cracked keypad overlay, label damage (faded) and scratched case. In conclusion, customer concern for no delivery alarm/occlusion alarm was not confirmed during testing. Pump error 63 and 4 were confirmed due to possible hardware. Isolate to electronic assemblies. Battery cap damage was confirmed due to missing contacts. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had continuous insulin flow block alarms. Troubleshooting was performed and later it was declined. No harm requiring medical intervention was reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.